Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set became disconnected from the infusion set tubing at the infusion headset. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set will not be returned for evaluation.